Event description:
Boston scientific received information that we received information that this patient's tachy therapy had been programmed off. The therapy had been turned off as the patient's health care professional (hcp) was notified via remote monitoring that there was an increase in the right ventricular (rv) lead impedances and the patient received am inappropriate shock. It was determined that all of this occured during a recent non device related surgical procedure the patient underwent. The patient was seen for a follow up appointment at which time it was noted that there was loss of capture in the rv lead as well as significant noise. The patient was previously non compliant and had'nt been to see her hcp in quite some time. As a result the physician elected to turn off tachy therapy until such time that the rv lead issue can be addressed. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.